Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the last basal delivery was on 10/09/15. The basal delivery was manually suspended for 2hr after a (cs208) ¿bg below limit¿ alert on (B)(6) 2015 at 11:57am. The total daily dose added up and equaled the programmed basal rate target. A test transmitter was paired with the pump correctly. The blood glucose (bg) was set to 120 mg/dl twice within 2hr and both bg calibration requests were entered successfully. The pump and transmitter were run overnight with a steady reading of 115 mg/dl within +/- 20%. There were no errors, alarms or warning during testing. The pump reflected 24u after a 24hr on 1u/hr duration test. The bg was then set to below the user¿s limit and the pump gave and recorded the appropriate call service alarms at the correct time and threshold. The original complaint could not be confirmed or duplicated and the pump delivered within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 48 mg/dl with cognitive impairment associated intermittent warnings from the pump. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the pump intermittently alarmed when their bg went below 80 mg/dl. This complaint is being reported based on the allegation that the patient experienced hypoglycemia due to the alleged alarm issue.